Event description:
Upon interview with medical advisor it was disclosed that AED was applied and continued to repeat prompt "connect electrodes." Ambulance arrived 6 minutes later and began advanced life support, r-2 pads used but unable to retrieve for examination.